Event description:
It was reported that this pacemaker exhibited high out of range impedance measurements above 2000 ohms on the right ventricular (rv) channel. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited high out of range impedance measurements above 2000 ohms and high capture thresholds on the right ventricular (rv) channel. Maneuvers were performed for lead evaluation with no abnormal results. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating that the pacing impedance measurements on the rv channel of this device have climbed steadily over time from1200 ohms to 2000 ohms. No adverse patient effects were reported. This pacemaker remains in service.